Event description:
It was reported that the physician expressed concern regarding the "mechanical delay" that is sometimes observed with the company's active fixation leads which results in a "spring like" extension of the helix. No patient complications have been reported as a result of this observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.